Manufacturer narrative:
Vascular complications are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling.

Event description:
As per the information received on 03 march 2021, a (B)(6)-year-old female patient was injected on (B)(6) 2021 with teosyal rha 4 in the lips (0.7ml; batch number : tpul-200321a0). On the same day, the patient experienced a vascular compromise (moderate to severe suspected arterial ischemia) and necrosis in the lips, nasolabial folds and nose. The patient was immediately treated with hyaluronidase (7500iu, in 3 sessions), heat and local massage. The injector only injected hyaluronidase in the lips and apparently "did not pay attention to the back of the nose or the nasolabial folds". Additionally, the patient received acetalic acid, 300mg, and omeprazole, 20mg. As of (B)(6) 2021, the patient partially recovered from the events. The spanish subsidiary contacted a local medical expert to provide treatment advice. According to the expert, there was vascular compromise. He told the injector to inject high doses of hyaluronidase, in 3 consecutive sessions, with capillary reperfusion technique. On the 3rd day after the treatment there was some small vesicles in the place where there was vascular compromise, and he recommended antibiotics in pomade to avoid superinfection in the area when the vesicles break.